Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving an error 5 message. A no response letter was sent to the patient as this medical surveillance specialist was unable to reach the patient. The complaint is classified according to the documentation of the customer care advocate. The patient manages his diabetes with diabetes oral medication, diet, and exercise. The error 5 message began at 4pm. The patient did not take any action at the time of concern. The patient reportedly developed symptoms described as "headache and hand tremors" two hours later. The patient did not receive any treatment that were suggestive the patient had severe hypoglycemia or hyperglycemia. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the testing technique was correct, the test strips are in good condition, and the reported issue was resolved with a new vial of test strips. This complaint is being reported because the patient claimed that she had symptoms that can be associated with hypoglycemia 2 hours after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.